Event description:
During breast augmentation surgery, pt was burned at the area just below the areola. The burn area was excised, and was approximately 1 cm by 1 cm. The burn was reportedly caused by a 2 mm void in the device insulation.